Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume event was identified which occurred in the therapy initiated on (B)(6) 2014 at 14:01:01. During night drain cycle one, the patient's ultrafiltration reading was 1998ml, indicating the home patient drained 1998ml more than their maximum programmed fill volume of 2000ml. No further information was available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was completed. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The cause of the iipv was determined to be false empty detect at initial drain after the I-drain alarm volume was met, and false empty detect at the previous therapy¿s last drain after the minimum drain volume was met. Should additional relevant information become available, a supplemental report will be submitted.